Event description:
It was reported that during implantation, the osteoraptor anchor was broken, the broken anchor was removed from the patient, a backup osteoraptor was used to complete the surgery.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.

Manufacturer narrative:
One 72201995 2.9mm osteoraptor device returned. The complaint stated: "it was reported that during implantation, the osteoraptor anchor was broken." The insertion handle is undamaged and functional. The stainless steel insertion shaft is straight. There is no bowing, bending or sharp edges noted. The surface finish shows use but no damage. The distal tip has no gouges or sharp edges noted. The sutures were found partially separated from the device. The blue white ultrabraid is tightly knotted in the location where the anchor would be positioned. The 2.9 mm plla-ha implantable anchor has attained visible and obvious damage. The distal tip is missing and was not returned. A two barb portion of the proximal end is missing and was not returned. The symptoms are consistent with over torque and force. The barbs left have been fractured, burnished, gouged and sliced. It is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Breakage of the suture anchor can occur if the insertion site is not prepared with the recommended smith & nephew drill prior to implantation. When using osteoraptor 2.9 mm suture anchors, use a smith & nephew 2.9 mm in-line drill guide, 2.9 mm obturator, and a drill bit specific to the suture anchors to prepare the insertion site (each sold separately). No root cause related to the manufacture of this device was confirmed.